Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as (B)(6) 2024.

Event description:
Patient reported left side exchange with no complaint against the device. Healthcare professional confirmed. Healthcare professional later reported deflation. Healthcare professional later confirmed that event of deflation only occurred on the contralateral side. The record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional confirmed that they event of deflation only occurred on the contralateral side. The record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; h1; h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side exchange with no complaint against the device. Healthcare professional confirmed. Healthcare professional later reported deflation. The device has been explanted.